Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. The system log file was reviewed, which do not confirm the reported malfunction. Upon investigation, fse identified suite pc was corrupted. The part analysis of suite pc was performed, and the cause of the failure could not be conclusively determined. However, the replacement of suite pc by the fse has resolved the reported issue and restored the functionality of the system. After replacement of the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.